Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set air in the line and back flow. The set-up is a secondary unspecified chemotherapy IV bag is spiked with a non-baxter device; connected on the other end is a non-dehp extension set. At the opposite end of the non-dehp extension set is a non-baxter closed male luer which is connected to a clearlink system secondary medication set. They then connect to the upper y port of the clearlink system continu-flo solution set. ¿the issue is that when the secondary infusion ran complete the secondary IV set had air in the line but still had fluid in the secondary drip chamber and there was no fluid in the secondary medication bag¿. It is further observed ¿there is back flow from the primary up into the secondary set when this set up is used¿. The event occurred post chemo infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.